Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the g5 transmitter stopped working prior to the ninty day expected life span. There was no report of injury or medical intervention. No additional patient or event information is available.